Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A stoma infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient's stoma was evaluated by a general practitioner and the impression was that it was infected. A stoma culture was performed. While awaiting results, the patient was started with oral antibiotic amoxicillin 500mg (B)(6) 2025). No fever or any other symptoms. On (B)(6) 2025 it was reported the infection has improved considerably. The stoma no longer oozes, no inflammation and there is minimal redness.

Event description:
It was reported the stoma infection did not resolve with antibiotics. The stoma culture result was positive for fungi. After 8 days of taking topical antifungal mycostatin, the infection has completely resolved. Stoma reported to be in good condition without redness or swelling.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.